Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this failure.

Event description:
It was reported to boston scientific corporation, that during a prostate biopsy procedure, a tru path biopsy needle was used to capture a tissue sample. The physician collected two sample successfully. Following the second sample, the physician passed the device to the assistant. The assistant cocked the cannula to release the sample; however, the needle misfired in the container of formalin. The procedure was completed with another tru path biopsy needle. There were no patient complications and the patient's condition was reported to be "good".